Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio 2 results and lab results. Results as follows: date: (B)(6) 2013; inratio inr: 5.3 and 2.2. Lab inr: 1.6. Date: (B)(6) 2013; inratio inr: 4.3 and 2.2; lab inr: na. The time between testing on (B)(6) 2013 was one hr between the two inratio tests and 1.5 hrs between the lab testing. The time between testing on (B)(6) 2013 was one hr. Therapeutic range is 2.0-3.0 for the pt. There was no reported adverse pt sequela. There was no additional info provided.